Manufacturer narrative:
These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
Additional information was reported that a patient had a revision surgery of the left total knee on (B)(6) 2023, approximately 4 years, 5 months after implant. The patient presented to the doctor's office with complaints of their bilateral total knee replacements. Upon examination, poly wear and osteolysis was "evident". The patient underwent a poly insert swap to a psc poly. Photos and x-rays were obtained. The devices will not be returned. The patient was last known to be in stable condition following the event. No additional information is available.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on(B)(6) 2019. They have not yet undergone revision surgery but have consulted with a surgeon for reasons not reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-012-42-2008 - logic pts, size 2, 8mm 4523723. 204-34-04 - fluted stem extension 40l x 14 mm 5367857. 208-04-23 - trap tray, offset alpha cem, sz 1f/2t & 4405840.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, contributing factors to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years and/or implantation of incompatible tibial and femoral components. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, contributing factors to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years and/or implantation of incompatible tibial and femoral components. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.